Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during interrogation, the right atrial (ra) lead experienced intermittent far field r-wave (ffrw) oversensing as observed on the presenting rhythm. The ra lead remains in use. No patient complications have been reported as a result of this event.